Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was never seen in the hcp office and the cause of the device not working was unknown. It was noted that the issue was resolved and it was working now as the patient had been changing the program and amplitude.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the device had not been working since last night and it needed to be reset. The caller stated they saw a symbol on the screen and didn't know what it meant. The caller couldn't describe the symbol. No patient symptoms or further complications were reported as a result of this event. Additional information was received from the hcp. The caller stated the patient stopped feeling stimulation. The caller tried to increase the amplitude but the amplitude wouldn't increase, but the caller could decrease the amplitude. The caller went to check the stimulator but disconnected before coming back on the phone. No further complications were reported as a result of this event.